Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 22ga 1.00in y had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the needle could not be retracted.

Event description:
It was reported that nexiva 22ga 1.00in y had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the needle could not be retracted.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant products: device available for eval yes, concomitant products: returned to manufacturer on: 2021-03-25. Investigation summary a device history review could not be completed as no batch number was provided. Bd received one partially retracted unit and four photographs. Upon inspection of the received unit, it was found that the v-clip and tip shield assembly did not appear to have any visible damage. The winged adapter was unable to move in any direction which most likely indicates adhesive between the adapter and tip shield. Upon twisting the winged adapter, a snap was heard and then the two components were able to separate. A microscopic inspection of the tip shield adhesive residue was found. The reported issue was confirmed. Adhesive can get between the adapter and tip shield during the dispense adhesive station, this station adheres the extension tubing to the winged adapter. Adhesive build up or a defective valve may result in excess adhesive getting on to the tip shield/winged adapter. H3 other text : see h10